Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defect was found. The receiver failed to charge with perpetual rebooting. Functional testing could not be completed due to perpetual rebooting. The receiver case was opened with the u1 pcba detached but the download could not be completed because of moisture damage. The reported event that the receiver ceased to function was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.